Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states the device alarmed for no delivery alarm. The customer's blood glucose level was 447mg/dl. The customer had not treated for the high yet. Troubleshoot was conducted. The customer was advised the alarm was caused by infusion and or reservoir occlusion. The customer was advised to switch out their reservoir and monitor the device.